Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had big air bubble. Customer's blood glucose level was 131 mg/dl. Customer states plunger stuck and hard to push down. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per dop114-811 and des8654. Found reservoir no occluded and no air bubbles anomaly when removing the plunger; easy to release from stopper-plunger. (B)(4).